Manufacturer narrative:
This is one of three manufacturer reports being submitted for this article. Please reference related manufacturer report numbers: 2015691-2020-12939, 2015691-2020-12942, 2015691-2020-12941.

Manufacturer narrative:
The dates of the events are unknown; however, according to the article the study period was from january 2016 to april 2020. For this reason, the first day of the reported study period ((B)(6) 2016) was used as the occurrence date. Article reference: stapleton ge, gowda st, bansal m, khan a, qureshi am, justino h. Sapien s3 valve deployment in the pulmonary position using the gore dryseal sheath to protect the tricuspid valve. Catheter cardiovasc interv. 2020; 1¿7. Https://doi.org/10.1002/ccd.29120. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in the pulmonic valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of valvular structures is a known potential complication associated with the tvr procedure. Chordae tendinae rupture in tvr can occur during advancement of the guidewire, bav catheter, or delivery. In some cases intervention may not be required; however, if the rupture is significant it typically results in profound regurgitation and will require intervention to prevent permanent injury. In this case, there is no information to suggest a manufacturing nonconformance contributed to the event. There was no indication or allegation of a device malfunction. Per the authors, the delivery systems with bare valve being advanced across the tricuspid valve poses a risk for entanglement on the tricuspid chordae, possibly resulting in a flail tricuspid valve leaflet and tricuspid regurgitation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per the literature article, ¿sapien s3 valve deployment in the pulmonary position using the gore dryseal sheath to protect the tricuspid valve¿, patients underwent placement of either a sapien xt or sapien 3 valve in the right ventricular outflow tract between january 2016 and april 2020. Two patients were noted to have a flail tricuspid valve leaflet and severe tricuspid valve insufficiency on post-procedural echocardiogram; one had placement of an xt valve, while the other had an s3. Both patients had a normal appearing tricuspid valve with mild insufficiency prior to their procedure. Per the authors, sapien xt and sapien 3 delivery systems, when employed for transcatheter pulmonary valve replacement, result in the bare valve being advanced across the tricuspid valve with risk for entanglement on the tricuspid chordae. One patient underwent placement of a sapien 3 valve in the right ventricular outflow tract using a gore dryseal sheath. The patient had a prior ross operation with placement of a right ventricle to pulmonary artery conduit and had a 23 mm s3 placed previously in a dysfunctional homograft conduit. The patient had an s3 valve placed within the valves.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.